Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an acute kidney injury occurred two days after a pulse field ablation procedure pfa using farapulse. Two days after the pfa procedure using farawave, the physician mentioned that a patient who was treated for atrial fibrillation with pfa experienced an acute kidney injury. The patient was treated for atrial fibrillation via pfa applications to (4) pulmonary veins with a total of (56) pfa lesion applications. The patient was hemodynamically stable during the procedure, and the procedure was completed without obvious incident. The patient exhibited dark urine output leading to laboratory blood analysis revealing an increased bun/creatinine from initial baseline pre-procedure. The patient was admitted to the hospital for further serial blood analysis and intravenous IV fluid administration to promote renal function. Per the physician, the patient maintained therapeutic hemodynamics and was otherwise stable. The physician believes the pfa procedure contributed to the patients' complications causing hemolysis during energy delivery. The device was disposed of and not expected to be returned. There was no device malfunction reported.

Event description:
It was reported that an acute kidney injury occurred two days after a pulse field ablation procedure pfa using farapulse. Two days after the pfa procedure using farawave, the physician mentioned that a patient who was treated for atrial fibrillation with pfa experienced an acute kidney injury. The patient was treated for atrial fibrillation via pfa applications to (4) pulmonary veins with a total of (56) pfa lesion applications. The patient was hemodynamically stable during the procedure, and the procedure was completed without obvious incident. The patient exhibited dark urine output leading to laboratory blood analysis revealing an increased bun/creatinine from initial baseline pre-procedure. The patient was admitted to the hospital for further serial blood analysis and intravenous IV fluid administration to promote renal function. Per the physician, the patient maintained therapeutic hemodynamics and was otherwise stable. The physician believes the pfa procedure contributed to the patients complications causing hemolysis during energy delivery. The device was disposed of and not expected to be returned. There was no device malfunction reported. It was further reported that the patient is stable and discharged home. The discharge date is unknown. The patients creatinine increased from 4 to 6 to 10, and the patient is receiving outpatient follow up with no reported symptoms of persisting renal dysfunction. The patients clinical symptoms related to hemolysis was tea-colored dark urine. The treatment the patient received was admission to the hospital for serial lab draw and IV fluid administration. The patient does not have known pre-existing renal issues. No contrast was used. No new medications administered.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc as the information was not provided by the facility. Because the product lot is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the renal insufficiency/failure, hemolysis, hematuria and renal impairment are known inherent risks of use of this device. Device history record review: it was confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave catheter device confirmed that the events of renal insufficiency/failure, hemolysis, hematuria, and renal impairment are known events defined in the product risk management documentation. A risk review performed for the farawave catheter confirmed that the event of additional intervention required is a known event defined in the product risk management documentation. Unexpected diagnostic intervention, medication required and hospitalization or prolonged hospitalization are considered within the risk threshold of additional intervention required. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Based on the information provided, the reported event of renal insufficiency/failure, hemolysis, hematuria and renal impairment are known inherent risk of the farawave catheter device. Renal insufficiency/failure, hemolysis, hematuria and renal impairment are expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that an acute kidney injury occurred two days after a pulse field ablation procedure pfa using farapulse. Two days after the pfa procedure using farawave, the physician mentioned that a patient who was treated for atrial fibrillation with pfa experienced an acute kidney injury. The patient was treated for atrial fibrillation via pfa applications to (4) pulmonary veins with a total of (56) pfa lesion applications. The patient was hemodynamically stable during the procedure, and the procedure was completed without obvious incident. The patient exhibited dark urine output leading to laboratory blood analysis revealing an increased bun/creatinine from initial baseline pre-procedure. The patient was admitted to the hospital for further serial blood analysis and intravenous IV fluid administration to promote renal function. Per the physician, the patient maintained therapeutic hemodynamics and was otherwise stable. The physician believes the pfa procedure contributed to the patients complications causing hemolysis during energy delivery. The device was disposed of and not expected to be returned. There was no device malfunction reported. It was further reported that the patient is stable and discharged home. The discharge date is unknown. The patients creatinine increased from 4 to 6 to 10, and the patient is receiving outpatient follow up with no reported symptoms of persisting renal dysfunction. The patients clinical symptoms related to hemolysis was tea-colored dark urine. The treatment the patient received was admission to the hospital for serial lab draw and IV fluid administration. The patient does not have known pre-existing renal issues. No contrast was used. No new medications administered.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.